Event description:
It was reported that during use, sparking could be seen inside the black sheath and out of the holes of the distal end. Electical surgical unit was set at 50/50. After procedure, it was noted that the liver was burned. No tratment was required.